Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with the following pre operative diagnosis: degenerative disk disease, l5-s1; left foraminal stenosis and with the following post operative diagnosis: herniated nucleus pulposus l5-s1. The patient underwent the following procedure: l5-s1 transforaminal lumbar interbody fusion; bilateral transforaminal decompression; left-sided hemilaminectomy; left sided diskectomy that was beyond the diskectomy needed for the transforaminal lumbar interbody fusion; application of an interbody device; posterior spinal fusion, l5-s1; posterior spinal instrumentation, l5-s1; morselized autograft from the laminectomy site and the facetectomies; application of rhbmp-2/acs; fluroscopy; neuro monitoring. Findings: the patient had degenerative disease that was severe at l5-s1. She had a previous laminotomy an the left l5-s1 level. The patient also was found to have a left-sided paracentral disk herniation at the l5-s1 level. As per op notes ¿¿morselized autograft was packed in, in the anterior disk space as well as small pieces rhbmp-2/acs were packed in the anterior disk space. An 8mm parallel spacer was packed with rhbmp-2/acs and morcellized autograft...¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.